Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verioflex meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 16:00 on (B)(6). The patient reported obtaining a blood glucose reading of 10.3 mmol/l on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with insulin. The patient reported increasing their usual does of insulin from 12 to 14 units in response to the reported high readings. The patient reported testing their blood glucose again at 20:00, and obtained a reading of 8.0 mmol/l. The patient reported developing symptoms of ¿shaking and feeling hot¿. The patient stated that they associated these symptoms with hypoglycemia. The patient reported self-treating these symptoms with sugar and eating a sandwich. The patient denied testing on any other device. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.